Manufacturer narrative:
Device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic procedure, the metal tip of the curved shear broke off from the device into the patient's abdomen.